Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 30-0004. Time keeper error. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The reported device was not received in brézins for investigation. As a result, no further investigations could be carried out. The reported event could not be reproduced and was not confirmed by our laboratory. Based on the information available and since the device concerned was not returned, the root cause of the reported problem remained unknown (not returned). However the power supply board has been replaced on these devices to correct the fault. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.